Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked reservoir tube lip, and scratched display window and case.

Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl. The caller stated that the insulin pump was exposed to a high magnetic field while staying at the hospital. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime and the insulin did exit. The high pressure test was performed and the device alarmed motor error. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.